Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
18 may 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2017 due to failure of right total knee arthroplasty with severe inflammation, patella over-stuffing with a total patellar height of 28 millimeters, and insufficiency of the medical collateral ligament. The tibia and femur were noted to be well fixed. The patient was noted to lack 10 degrees of extension. Patella and insert were revised. Doi: unknown dor: (B)(6) 2017 (right knee).